Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 535mg/dl. Customer administered a manual injection to address bg level. Customer alleged pump did not deliver insulin as intended and "stopped delivering". Tandem technical support reviewed the pump history and found the pump performed as intended, however, the customer maintained that the pump did not deliver insulin as intended. Reportedly, the customer declined additional troubleshooting. The customer continued to use the pump for insulin therapy.